Event description:
I purchased a fridababy smilefrida toddler toothbrush from my local (B)(6) store a few weeks ago. Today, while my (B)(6) toddler and I were brushing our teeth together, to my shock and horror, he spat out a 1 - inch long metal clip. The metal clip is a component of the toothbrush, and emerged when he chewed through the rubber casing. Once I realized the source, a brief online search revealed many warnings about this product from other parents. This product is horrifically dangerous and absolutely should not be sold. Fridababy smilefrida toothhugger. Https://fridababy.com/proucts/smilefrida. Purchase date: 11/01/2019, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Document no: i19b0156a. Report number: 20191112-10333-2147376608.